Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-02102. It was reported that during interrogation, both the right atrial lead and right ventricular lead were found pulled back. Both leads were explanted and replaced. The patient was stable.

Manufacturer narrative:
As received, a complete lead was returned for analysis. Visual and x-ray examination of the lead did not find any anomalies. After cleaning and applying torque directly to the connector pin, the helix could be retracted and extended. The full helix extension length was measured within specification. Electrical testing did not find any indication of conductor fractures or internal shorts.